Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the balloon was held under negative pressure for approximately 5 seconds before attempting to remove the device. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to deflate the balloon by pulling negative on the inflation device for 30 seconds. The balloon likely did not fully deflate or was not well refolded because negative was not held long enough, causing resistance during withdrawal as the balloon interacted with the vessel. The confirmed shaft separation likely occurred as a result of inadvertent mishandling as resistance was met during withdrawal. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. After predilatation was performed, several stents were placed from distal to proximal in the artery. The most proximal stent was a 4.0x33 mm xpedition stent, which was fully apposed to the vessel wall without any issue during deployment; however, after full deflation of the xpedition balloon, during the attempt to retract the stent delivery system (sds) from the anatomy, the balloon became stuck at the ostium of the vessel and the shaft separated proximal to the balloon. The separated shaft was able to be removed with a snare device; however, this prolonged the procedure approximately one hour. No adverse patient effects were reported. No additional information was provided.